Event description:
It was reported by the customer that during use, the bd saf-t-intima¿ closed IV catheter system leaked at the adapter of closed venous indwelling & the timely replacement of closed venous indwelling needle, did not affect patient. The following information was provided by the initial reporter: "child was with acute pharyngitis with fever at 10:47 on (B)(6) 2022, so the child was sent to the hospital for treatment, at 8:30 on (B)(6) because of illness, the patient needed to give intravenous fluids, in giving children the use of closed the IV intravenous fluids, it was found that drug fluid leaked at the adapter of closed venous indwelling , the timely replacement of closed venous indwelling needle, did not affect patient."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown UDI #. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.